Event description:
It was reported that the lead had dislodged. The lead was explanted and replaced. The patient's condition is unknown.

Event description:
New information received notes that the patient was fine.

Manufacturer narrative:
(B)(4).